Manufacturer narrative:
It was reported to philips that the device produced an unspecified alarm. There was reportedly no patient involvement. The service order was initiated by the customer as their unit produced an unspecified alarm for which troubleshooting was required. However, upon follow up with the customer, it was reported that the alarm was not replicated following subsequent testing. Additional assistance was not requested by the customer and no replacement parts were required. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during subsequent testing, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. H3 other text : device not returned for evaluation. Further assistance was not requested.

Event description:
It was reported to philips that the device produced an unspecified alarm. There was no patient involvement.